Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that, after the first analysis of the patient's heart rhythm, the device gave 'connect electrodes' message when the electrodes were connected to the patient. As a result, defibrillation therapy would not be available if needed. There were no adverse effects to the patient as a result of the reported event.